Event description:
Related manufacturer report number: 2916596-2020-01710. The patient underwent a ramp echo on (B)(6) 2020. The patient was fatigued and had shortness of breath. The pump was unable to unload the ventricle despite increase in speed. The patient required mechanical ventilation and inotropic support. The patient also had positive blood cultures on admission. The patient was transplanted on (B)(6) 2020 due to pump failure.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not conclusively be established through this evaluation. (B)(6) was returned disassembled with the driveline (dl) cut approximately 0.5" from the pump housing. The distal end portion of the driveline was returned in two pieces, measuring 7" and 30", respectively. The sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) was returned detached from the pump inlet housing. The outlet elbow was returned detached to the pump¿s outlet port and the outflow graft was returned detached from the outlet elbow. The metal clip and 4 inches of the outflow graft bend relief were returned. A bend relief collar was returned detached from the pump. The inlet stator was not returned, and rotor had been removed from the pump prior to return. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Due to the status of the returned device, and the missing inlet stator, the device was not functionally tested. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The metal braided shield of the driveline demonstrated normal wear for its duration of use. The shielding and bionate were removed, and examination of the underlying wires revealed no insulation breaches or damage. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. This test did not reveal any areas of current leakage. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 31jan2017. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists device thrombus and infection as adverse events that may be associated with use of the heartmate ii left ventricular assist system. This section also contains information regarding pump speed, power, flow, and pulsatility index. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In reference to flow, this section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Additionally, section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, and outlines the recommended anticoagulation therapy and inr range. This section also outlines indications of pump thrombosis, as well as how to respond to such events. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's pump exchange was reported under MFR#: 2916596-2017-00434. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient has concern for pump thrombosis and has suspected driveline fracture. A blind splice was never attempted. Currently lvad does not seem to be unloading at all. Patient presented to the emergency department with shortness of breath and fatigue for two weeks. The patient's left ventricle is dilated. Severe mitral regurgitation. Aortic valve opens with every beat. Patient went into pulmonary edema and heart does not change with increase in rpm. Patient's controller is hot to touch, but his lactate dehydrogenase is not elevated. No further information was provided.